Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during this routine subcutaneous implantable cardioverter defibrillator (s-ICD) device implant, difficult to find a passing vector. The device was implanted in the original pocket of the previous device. The physician reported that the original implanted device was programmed to the alternate vector with no issues. The new device automatic set up ran while patient in supine position on the operating table. Primary and secondary vectors did not pass, the alternate vector passed. System impedance 85 ohms. Patients' chronic rhythm of atrial fibrillation (af) during the procedure, the physician elected not to do vf induction. Intermittently rapid atrial fibrillation (af) and a slower af with pauses seen during procedure, smartpass off. Following procedure completion automatic set-up repeated and all vectors were not suitable. Automatic set up repeated several times and no vectors were suitable, although on occasion, the primary vector passes while the patient was in a sitting position. In the initial set up there was over-sensing and noise in the secondary vector and alternate vector. The physician programmed tachy therapy off, and recommended x-ray images the next day; images revealed s-ICD device and electrode are implanted both lead and device too superior, however unchanged from initial device implant. Rhythmcare advised that if the patient was taking a deep breathe during the x-ray this could show the device and electrode to be placed higher than it actually is. Device implant was completed and it was at the automatic set up stage in recovery that the issue of no suitable sensing vectors arose. Pt has been in hospital since then with tachy therapies off. Pt is scheduled to have revision of system in the near future.